Manufacturer narrative:
The investigation has been completed. Console logs from the reported day of event were not available, since the console was not returned for evaluation. Partial logs were downloaded for cloud contained entries from most recent preventative maintenance (pm) procedure that was performed and related field service report document indicated that pm was performed by germany field service. It is standard procedure that before transport, automated impella controller (aic) batteries must be disengaged via switch on the underside of the console, and the customer was being advised (via label attached to the aic screen upon return) that said switch needed to be flipped prior to use. It is most likely that the miscommunication occurred due to the label prematurely removed after the console was received at the customer site. After the batteries were re-engaged on-site, the issue was resolved. There was no issue found with the console. The device functioned/operated to specification. Battery transport switch was not engaged. H.6 revised medical device problem code since initial manufacturer device report number 1220648-2024-20120 was submitted due to investigation results. An additional component code was added based off of investigation results.

Manufacturer narrative:
A.5 is unknown. The automated impella controller was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the automated impella controller did not start. The patient was noted to be stable when this occurred. However, the patient ultimately expired. Medical safety review of the event noted the use of the device cannot conclusively be associated with the outcome (patient's demise).